Manufacturer narrative:
On (B)(6) 2016 the (B)(6) performed a clinical evaluation and commented as follows: tibial mobilization 3 years after primary tka. According to report, avascular necrosis took place and the proximal tibia was impoverished and could not hold any further. There is no reason to doubt that this is the main cause for failure. As a comment, the tibial tray looks rather small, but this may be due to the very low quality of the x-rays supplied and to possible alterations of the proximal tibia shape after necrosis. No reason to suspect a faulty implant caused the problem. The analysis of the case from the patient matched department was performed on (B)(6) 2016 founding no deviation from the standard procedure. Batch review performed on (B)(6) 2016. Lot 130226: (B)(4) items manufactured and released on 20 march 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The doctor diagnosed the patient with avascular necrosis of the tibial plateau. The surgeon revised the femoral component, tibial tray and the tibial insert. The surgery was completed successfully. X-rays are available. Explants are not available.

Manufacturer narrative:
On 04 july 2016 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.